Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio2: 1.4, lab: 2.9. Date: n/g, inratio2: 1.1, lab: ~2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end user at time of complaint was filed: date: (B) (6) 2010, inratio meter = 1.4 inr, reference = 2.9 inr, mean = 2.15, confidence limits = 1.4-3.1. Per general description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Troubleshoot investigation revealed patient has a fib which could contribute to irregular inr value. Accuracy test was performed with returned meter and strips. Test results met accuracy criteria and product deficiency was not established. There is no sufficient information to determine the root cause of customer's test result discrepancy. As of (B) (6) 2010, 3 discrepant results complaint was reported for lot #225323 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No correction action is required at this time. Visual inspection revealed contamination on heater plate deck. Inratio result provided by the customer is registered on memory and within the confidence limits. Strip investigation was performed on strip lot 225323. Investigation result: see scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 225323 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required.